Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. Unable to verify error alarms, reset anomaly, motor error alarm, excessive no delivery alarm due to blank display. Motor passed motor test. The device was received with scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had unexpected restart alarm, motor error alarm, and no delivery alarm. The blood glucose at the time of the incident was 11.4 mmol/l. Troubleshooting was not able to resolve the issue. The device was returned for analysis.